Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A german customer received a blood glucose reading of 23mg/dl on the contour next link 2.4. She had no symptoms, so the mother ran another test on her using a second meter and the reading was approximately 300mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer obtained new meter and strips. The customer was advised to return her strips for evaluation.